Event description:
This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1001-2025. The impacted product associated with this complaint has not been distributed in the USA. Adc fa1001-2025 has been issued to belgium, finland, germany, norway, spain, and sweden.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1001-2025. If product is returned, no further investigation actions are required as this issue is confirmed to fa1001-2025. All pertinent information available to abbott diabetes care has been submitted.